Event description:
During the patient¿s initial implant, high impedance was observed prior to the implant when the generator and lead were connected. The pin was then able to be removed and reinserted. When the setscrew was tightened, diagnostics were within normal limits. At that time, the pin was unable to be disconnected. The screwdriver was inserted into the septum to attempt to alleviate and pressure build up, which did not help the situation. The surgeon also tried to back the setscrew out further and then said that he made it come "all the way out," which still did not help with the pin removal. At that time, it was decided to re-implant new products. The suspect device was received for analysis. However, it has not been completed to date.

Event description:
Analysis was completed on the generator and associated portion of returned lead. The generator was received with the connector boot torn and stuck in the header. The removal difficulties allegation was observed, but was not verified in the analysis laboratory bench. No obstructions were observed in the header lead cavity or the connector blocks. A bench in-line lead, fully inserted into the pulse generator header and removed with no difficulties in lab conditions. The header lead cavity dimensions (critical dimensions one, two and three) were within specification. However, an accurate measurement could not be determined for critical dimension one as the damage sustained to the lead cavity (during removal of the lead pin) made the lead cavity diameter smaller. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event (the cause for the removal difficulties was not determined), there were no additional performance or any other type of adverse conditions found with the pulse generator. A half set of setscrew indentations on the lead pin supports the conclusion of an incomplete lead insertion for this condition. Evidence of deep canted spring indentations on the lead's connector ring explains the reason for the additional resistance encountered when attempting to remove the lead connector from the generator during the implant procedure. During the decontamination process, while the technician was removing the connector pin from the generator cavity, the quadfilar coils were accidentally pulled out of the connector pin. Both the septum plug and the setscrew were not present prior to attempting the lead removal; they had been removed by the site and were received as loose items along with the tie downs. Both were returned detached from the header. During the visual analysis the connector boot and inner silicone tubes appeared to be torn in half. The (+) white and (-) green electrode ribbons appeared to be stretched and the helices misshaped; indicating the lead assembly had been attempted to be used. With the exception of the damaged connector boot and the deep canted spring indentations on the connector ring, the condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, it is possible that the canted spring to lead connector ring interface created the additional resistance that resulted in the lead removal difficulty. Additional follow-up was performed with the vns or specialist who was present at surgery. It was reported that the issue was that the pin was unable to be removed from the generator header after unscrewing the setscrew. The surgeon tested the connection of the generator and lead outside of the pocket by performing device diagnostic tests. At that point, the electrodes were already connected to the lead, but the lead had not yet been tunneled to the chest. When testing the products outside of the pocket, she reported that there were no issues with high impedance. However when the surgeon tried to remove the lead pin after unscrewing the setscrew, the pin was stuck. During troubleshooting, the screwdriver was inserted into the header to try to relieve pressure build up which reportedly did not help. The surgeon tried to pull the lead out of the generator header really hard which also did not work. It was reported that at that point after the surgeon pulled the lead pin really hard, the lead came apart a "little bit" which resulted in pieces of wire being exposed (i.e. Lead silicone being separated from the coil). The surgeon tried to completely back out the setscrew, and the setscrew then fell out and onto the floor. The surgeon then moved forward with using new products.